Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 130 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump eroded through the skin and was exposed. The event date was unknown. The patient did not have signs of infection (no fever or drainage), so the dose had slowly been titrated down over the last week and the pump was explanted on (B)(6) 2017. Environmental, external, or patient factors that may have contributed or led to the issue were not applicable. Diagnostics and troubleshooting were also not applicable. It was unknown if the issue had resolved, however the patient was noted to be "alive - no injury". The device status was asked, but unknown. No further complications were reported or anticipated.